Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that no pacing was observed and the device was replaced due to battery depletion. It was further reported that the patient was admitted to the hospital with bradycardia. No further patient complications were reported as a result of this event.